Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 23/25/49/68/75 alarms found in the insulin pump history file due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms as well as power error detected alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The insulin pump did not pass self test. The device is expected to be returned for analysis.